Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the device in question is less than three years after the delivery, and it is assumed that the dx board broke down due to the accidental failure of the parts. The dx board has a circuit for generating and outputting sdi signals, and it is inferred that the sdi output became impossible due to this failure. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation . The customer¿s complaint was confirmed. The unit failed inspection due to no output signal on both serial digital interface (sdi ). The dx board was found faulty. There was cosmetic wear on the unit¿s housing that did not affect the functionality of unit. The unit was equipped with up to date software and new type switch. The cause of the faulty dx board cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.